Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2012-05691. The patient has two leads (from different lots). It was reported the patient had fallen. It was also reported the patient only received abdominal stimulation. An impedance check was performed and revealed several invalid contacts. X-rays were taken and revealed one of the leads had migrated. The patient was referred to an orthopedic spine surgeon and will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.